Event description:
During a posterior spine fusion at t4-s1, the click'x pedicle screw stripped while being inserted into the pedicle. The procedure was delayed 45 minutes while the screw was cut out. Screw was removed and replaced with same size screw after the pedicle was re-tapped. Surgeon completed the procedure.

Manufacturer narrative:
Additional information has been requested. Screw was removed and replaced with another screw intraoperatively. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.